Event description:
It was reported that during testing at the user facility the device continues to run even when the safety is on. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly, the technician found the motor assembly was corroded.

Event description:
It was reported that during testing at the user facility, the device continues to run even when the safety is on. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.